Event description:
It was reported that there was an infection. It was noted that the patient had seen the healthcare professional (hcp) about an infection at the implant site about 2 weeks prior to this report. It was noted that more stitches were added. Patient went to the hcp on the date of this report and the infection was cleared up and the stitches were removed. Patient had not seen the pain hcp since implant. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 97740, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97792, lot# n401241, implanted: 2013 (B)(6); product type accessory. (B)(4).